Event description:
It was reported that caller experienced difficulty filling and loading new cartridge into pump and cartridge could not be reloaded successfully at first. There was no reported impact to the customer¿s blood glucose level. Caller worked with technical support, followed on-screen instructions to complete load process, ensured cartridge clicked into place, and ultimately completed loading and resumed insulin delivery, with no additional information available about cartridge lot details.